Event description:
Pentax medical was made aware of a complaint through the (B)(6) adverse event system that occurred in an operating room before use in (B)(6). The complaint stated "before using the scope, the nurse in the ent checked the scope and found the ift[insertion flexible tube] had leakage. Based on the MDR, the hospital selected: serious injury, and the harm performance: delay the treatment" involving pentax medical video bronchoscope, model eb-1975k, serial number (B)(4). The investigation is currently in-process.

Manufacturer narrative:
Correction information: f7: follow up #01. Additional information: d8: device repaired by third party. D9. Yes. Reviewed on-site. H3: yes. Reviewed on-site. F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect impact code: 2199 no health consequences or impact. Component code: 4768 coating material. Summary: model name: eb-1975k, s/n: (B)(6). This endoscope was found with leakage in august 2020. At that moment, the endoscope was sent to a 3rd part for repair. On september 19, 2020, the endoscope was found with an image issue during the inspection. MDR number: (B)(4) was sent to cfda. On october 9, 2020, the engineer visited the hospital. This hospital had three pentax endoscopes including this one. On-site checking, it happened to have noisy image during the adjusting the angulation before the procedure. No harmed to the patient. The hospital gave up in repairing and decide to purchase a new scope. The engineer visited the hospital and trained the nurse on the leakage and common endoscope inspections. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.